Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., d.9., h.3., h.6. Lab analysis summary: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed openings during analysis. As per the investigation procedure creases, wear abrasion and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b; h6.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
Correction to h6 from the previous medwatch: disregard f1905 as the device remains implanted at this time.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.